Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced due to a reload set alarm. Evaluation confirmed the reported symptom "constant false air in line" through a review of the event history log and found the upstream sensor to be failing the failed upstream sensor was replaced. Additional info: low fluid numbers.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.